Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 24010-0007t; batch#: unknown. It was reported by the customer that there have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Materials: 24010-0007t, batch#: unknown. It was reported by the customer that there have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. Rcc received a complaint via email. There have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. We have been in contact with bd but have not yet found a resolution to this issue model#: 24010-0007t. 9/25/2024 (B)(6), 24010-0007t, lot/ exp not available: rn was pushing doxorubicin through free-flowing saline on primary chemo tubing. Leaking noticed between primary tubing texium and blue cap on patient line.